Manufacturer narrative:
The provided information reasonably suggests that the intraocular lens was not used. No patient contact reported. All pertinent information available to abbott medical optics has been submitted.

Event description:
The intraocular lens (iol) was received broken. This was noticed when removing the iol from its package. No patient contact. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 01/12/2017. Device returned to manufacturer ¿ yes. Device evaluation: the complaint unit was received in the original folding carton. The lens was returned with an incomplete haptic (detached).visual inspection at 10x microscope magnification was performed. Residues of what appears to be ophthalmic viscoelastics (ovds) were observed in the lens body. The lens was observed torn (chipped edge).the reported issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.